Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked 5 times in a single episode due to t-wave oversensing while exercising. It was noted that the patient had an left ventricular assist device (lvad) placed recently and is on the heart transplant list. Episodes were reviewed by boston scientific technical services (ts). Alternate vector showed small amplitude signals and is the usual programming for lvad. Since the lvad implant is recent, ts suggested x-rays to see if the s-ICD system placement was impacted during the lvad implant. No further issues have been reported. The device and electrode remain in service.